Event description:
While caring for the pt an injury occurred. As the v2 lead was applied, the pt's aicd fired, and caused a large electrical shock me "to paramedic (B)(6)". This threw me back against the wall of the ambulance and left my right hand numb, with a feeling of restlessness and uneasiness. At the time of the shock, the only part of me that was in contact with the pt was the tip of my right middle finger as it laid stop of the v2 lead cable. After being seen at (B)(6), it was determined that I had sustained an electric shock from the pt's aicd. This caused a case of rhabdomyolysis and frequent pvcs. After treatment, the decision was made to discharge me and f/u with pmd. As of 5 days post injury, I am still having ectopic heartbeats at a rate of 5-7 beats each minute.